Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. Upon insertion of a catheter into the sheath, air was aspirated from the side port. However, air continued to be drawn in at this point into the aspiration syringe. It was believed that the hemostasis valve was damaged contributing to the event. The procedure was completed using the original device. No patient complications were reported. The sheath is not expected to return for analysis as it was discarded.